Event description:
Additional information as received stating surgical intervention took place on (B)(6) 2024 instead of (B)(6) 2024.

Manufacturer narrative:
Date of event estimated. Correction - section b5 - surgical intervention took place on (B)(6) 2024 instead of (B)(6) 2024. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. Surgical intervention took place on (B)(6) 2024 where the ipg was reapportioned to the opposite side of the upper buttocks to address the issue, the patient has working therapy.